Event description:
Related manufacturer reference number: 2017865-2022-38713. It was reported a patient's pacemaker presented with premature battery depletion. It was also noted the left ventricular (lv) lead had high capture thresholds and failure to capture. The pacemaker was explanted and replaced in a procedure on (B)(6) 2022. The new device had programming changes made to restore normal parameters on the lv lead. There were no patient consequences.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The pacer was received in normal working conditions with battery voltage at elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. The implant duration exceeds the projected longevity based on average monthly current indicating normal battery depletion.